Manufacturer narrative:
This is the second revision surgery surgery underwent by the patient. He had a primary on (B)(6) 2011. Then, he came in due to the stem subsiding and the surgeon revised stem, head and liner on (B)(6) 2016. Additional information received on 18 november 2016 and includes: the patient tested positive for staphylococcus. On (B)(6) 2016 the medical affairs performed a clinical evaluation and commented as follows: early infection in cementless tha, few weeks after primary operation. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Batch review performed on 25 november 2016. Lot 160254: (B)(4) items manufactured and released on 08 april 2016. Expiration date: 2021-03-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Device not available.

Event description:
The patient came in due to signs of infection. The surgeon revised the liner. The surgery was completed successfully.